Event description:
The customer reported to beckman coulter (bec) that liquid was observed in the reagent probe drip tray. The customer was wearing personal protective equipment consisting of gloves and a lab coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined reagent probe b was leaking; the fse replaced the reagent probe b collar wash valve to resolve the leak. The beckman coulter internal identifier for this report is (B)(4).